Event description:
It was reported through log file analysis that there were no external power events on (B)(6) 2023 and (B)(6) 2023 caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 7 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Loss of external power events were active on (B)(6) 2023 from 19:48:29 ¿ 19:48:35 and on 04apr2023 from 19:58:17 ¿ 19:58:48 that were coincident with no external power, low power hazard and power cable disconnect alarms. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected by these events. The backup battery supported the system without any issues. There were no other notable alarms active in the log file. Additional information provided on (B)(6) 2023 stated that the mpu has a v-lock connector on the ac power cord, the patient denies the cord coming loose at the wall outlet, the cord did not come loose from the back of the unit, there were not any environmental circumstances that would have contributed to the event, and that mpu was not exchanged and therefore will not be returned for evaluation. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial number: mpu-45195) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.